Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient's ins turned off and they had a return of symptoms after walking into a target store. The patient programmer showed the therapy was "off/ok". The patient was able to turn the ins back on and the return of symptoms resolved. It was noted the ins can be subjected to emi. This was a sudden change in therapy/symptoms. No further complications were reported as a result of this event.